Manufacturer narrative:
Cmp (B)(4) d10: cat# 00620106200 lot# 62632282 mod cup repl lk ring 62mm cat# 00630506236 lot# 62362234 trilogy longevity liner standard 3.5 mm offset 36 mm i.d. G2: foreign: country: australia customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent multiple hip procedures on unknown dates. Subsequently, the patient was revised approximately two weeks ago due to a dislocation which was secondary to a long-standing chronic infection. Only the head was removed as there was suspected damage to the locking ring during replacement from a washout. The patient is reported to have a long-standing chronic infection and has remained on antibiotics since then. As a result of the infection and given the hip has been stable for so long, soft tissue quality appeared to have been impacted and is the suspected cause of the dislocation. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;d4;g3;h2;h3;h4;h6;h10. H6: component code: mechanical (g04) - head. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. Medical records were not provided. A definitive root cause cannot be determined. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.